Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that experienced high blood glucose of 467 mg/dl. Customer treated with manual injection and declined troubleshooting for high blood glucose event. Customer's blood glucose was 108 mg/dl at the time of call. Customer also mentioned that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return after a new battery was inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.